Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening. A leak test was performed and found two openings. A microscopic analysis identified:a curved sharp opening on the anterior side in the same location of crease assessed as a fold flaw opening and a curved striated opening on the anterior side assessed as surgical damage. A fill inspection was performed and identified no blockage in the valve.

Event description:
Health professional additionally reported "any creases associated with hole".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.